Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: a 20039e sample was not available for investigation; however, the customer indicated the complaint sample was from lot: 21115174. The feedback provided by the customer indicates a complete occlusion was detected as it was not possible to aspirate the infusion set. As part of the investigation the customer provided a photograph of the affected set, analysis of the photograph does reveal the presence of some blood at the male luer component. However, a close inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the reported occlusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 21115174 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product over the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set needleless port was blocked and couldn't be aspirated through.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: one 20039e sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21115174. A connecting bd vacutainer holder was also returned by the customer to assist the investigation. Residual blood was present on the male luer of the extension set and the bd vacutainer holder. The feedback provided by the customer indicates a complete occlusion was detected as it was not possible to draw blood from the patient. A visual inspection of the returned sample did not identify any damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting a bd vacutainer vial from bd stock to the vacutainer holder, and the holder to the 20039e extension set, and then flushing using a 50ml bd plastipak syringe; in this instance no occlusions or flow restrictions were detected as the piston of the smartsite opened and the vacutainer vial was filled with fluid. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115174 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product over the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set needleless port was blocked and couldn't be aspirated through. The following information was provided by the initial reporter: "can¿t aspiration from needleless port."